Event description:
It was reported "staples not forming/closing". The patient is an animal (cat). No harm or injury to the animal reported. Another stapler was used to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire/jam-staples not forming/closing" could not be confirmed. An unopened representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported, "staples not forming/closing". The patient is an animal (cat). No harm or injury to the animal reported. Another stapler was used to complete the procedure.